Event description:
The customer has reported larger than expected variations in wedge factor with gantry rotations. The customer did not feel the wedge errors had lead to any significant deviations from prescription doses. However, it is accepted this was due in part to the customers local schedule of quality control checks identifying this variations at an early stage. This is a relatively recent installation.